Event description:
Intubated patient in ICU, alert, awake and orientated. On (B)(6) 2015 the sage covered yanker (product # 6914) was used for the patient; the patient was self suctioning oral secretions. On (B)(6) 2015 the patient complained of generalized throat pain. On (B)(6) /2015 the patient had a witnessed cardiac arrest, during resuscitation, anesthesiology attempted re-intubation but were unable to advance the ett tube. Bag valve mask oxygenation was being provided, and o2 saturation improved from 59 percent to 70 percent. During the ett exchange anesthesiology found a circular canister had broken off the safe covered yanker and was lodged at the back of the patient cord. The device was removed. Patient was re-intubated and the patient's oxygenation level returned to 96 percent. Diagnosis or reason for use: to facilitate removal of oral secretions.